Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and undefined high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.